Event description:
On (B)(6) 2010, a respiratory therapist reported a "blank screen with a yellow triangle that said system failure" with the inomax ds, # (B)(4). The patient was on the device for 22 days. The respiratory therapist states, there was no harm to patient and no adverse event occurred. The device was replaced with another unit. The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
Eval summary: the investigation of the device is complete and is as follows: the device was being used in an off-label, long-term application which was not anticipated. A review of the service logs yielded the alarm, "service required" resulting in a system shutdown. A software anomaly was found to be the root cause of the incident. The software has been modified to eliminate the anomaly.